Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line and solution bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of five. The patient was connected at the time of the alarm. The patient stated that the solution bag connection was loose and solution had come out. The technical service representative (tsr) assisted the patient in clearing the alarm, and reviewed proper procedures. The patient stated they would complete therapy with manual supplies. The care giver (cg) contacted product surveillance regarding the reported event. The cg stated they had not been the one to set up the homechoice device the evening of the event; the cg was unsure if there had been anything unusual with the supplies. The cg stated the patient had received the alarm and while inspecting the supplies and they had noticed the table was wet. The cg stated the bag was still secured to the line. The cg was unable to identify where the solution had been coming from; the lines and the bags did not appear to have any tears, cuts, or holes. There was no patient injury or medical intervention associated with this event. No additional information is available.